Manufacturer narrative:
Philips service advised the customer to use a wired footswitch and informed them that an fco is expected in q3. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless footswitch was not charging due to a defective socket on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.